Manufacturer narrative:
Device has not been returned for eval. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. A review of the mfg records verified that the lot met all pre-release specifications. Based upon the available info, the exact cause for the reported event cannot be determined. A review of the complaint files confirmed that this lot has not been reported previously. All available info has been placed on file for use in tracking, trending and f/u.

Event description:
It was reported that the gore-tex suture was being used with a suture capturing device during a gynecological procedure, when the needle separated from the suture and could not be located (and was potentially left inside the pt). There was no reported pt impact. The remainder of the device was discarded by the user facility.